Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple cables and power sources. Additionally, while the customer was sleeping the battery gauge jumped form 65% to 100% without being connected to a power source. There was no impact to the customer's blood glucose level. It was indicated that the customer had manual injections as alternate insulin therapy.